Event description:
It was reported that the as lvp 20d dehp 2ss cv was missing the clamp. The following information was provided by the initial reporter: "no clamp."

Manufacturer narrative:
H.6. Investigation: a complaint of a missing clamp was received from the customer. One sample was returned for investigation. Through visual inspection the customer complaint was verified. The set was assembled without a roller clamp. A device history record review for model 2420-0500 lot number 20053178 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for this defect is an assembly error during the manufacturing process. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of disassembly with lot #20053178 regarding item #2420-0500.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the as lvp 20d dehp 2ss cv was missing the clamp. The following information was provided by the initial reporter: "no clamp".